Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with meditrace electrodes. The customer reports a pt had reddening of the skin with blistering and open sores. The customer further reports that the pt was put on an oral antibiotic and told to use neosporin by the md. The skin irritation was circular in the middle of where the electrodes were, where the wire plugs into the electrode pad. The customer also stated that within a week, the burn on the left was white on the inside with an infection.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.